Event description:
I started having problems with my hands and arms. Swelling, redness, palor, change in temperature and severe pain. I also started having severe pain in neck. These symptoms came on gradually over the summer months of 2019 and started to progress to where I was unable to use my hands. I also had to stop working due to the extreme vascular and neuro problems in my upper extremities. In the beginning of (B)(6), I also developed severe rib, back and chest pain. I went to urgency care, and my primary and both took xrays. I then went to the emergency room (ER) and it was found that u had acquired several acute bilateral posterior rib fractures without trauma or incident. I had a surgery scheduled to have these implants removed, ut has been cancelled now due to the rib fractures. I am a registered nurse and work in managed care. I am unable to work, have filed for disability, and am being told that I have to pay out of pocket to get the implants changed. I have appts coming up for neurology, oncology, rheumatology, PICC line insertion for MRI of chest and breast and brain with and without contrast. This is the second implantation of this particular implant. Six weeks after 1st surgery, implant ruptured and had to be removed. They were re-implanted 2 years later on (B)(6) 2017. FDA safety report ID # (B)(4).